Event description:
A report was received that the patient, who had a recent trial procedure, experienced soreness at the entry of the lead site. The physician noted that the site was slightly infected and believed that it was not device related. The cause of the infection was unknown. The wound was cleaned and was applied with a dressing. The patient was also given with levaquin antibiotics. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: (B)(4), serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.